Event description:
Intermittent collimator will not close. Also, workstation is slow to boot up. Found had hard drive and fluoro functions pcb.

Manufacturer narrative:
Removed and replaced hard drive. Reloaded system software. Removed and replaced fluoro functions pcb. Redownloaded cal files using utility suite. System boots up normal. System is ok to use.